Event description:
It was reported the device displayed "upstream occlusion" alarm and "cassette not attached" alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. Replaced inoperable uso (upstream occlusion) and dso (downstream occlusion) sensors. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.